Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information. Pertinent to the incident is obtained, a follow-up report will be submitted. Reference MDR # 2031527-2016-00126 for the previously reported type 3b endoleak and re-intervention. Reference MDR # 2031527-2018-00658 for the previously reported type 1b endoleak and re-intervention.

Event description:
The patient was originally implanted with one (1) afx bifurcated stent graft and one (1) afx infrarenal aortic extension on (B)(6) 2013. Approximately 5 years post-op, the patient presented with a type iiia (iliac) endoleak between the mainbody and the iliac limb evidenced via doppler ultrasound on (B)(6) 2018. A re-intervention was performed (B)(6) 2018 to successfully treat the endoleak. As of the date of this report there have been no additional patient sequelae reported and the patient will continue to be monitored.